Manufacturer narrative:
(B)(4). Any additional information received from the customer will be evaluated and a follow up report submitted if required. (B)(4). The suspect device has not been received by carefusion.

Event description:
A customer reported to carefusion that the avea ventilator generated "circuit occlusion" and "high peak pressure" alarms. The customer reported that the ventilator passed the extended self test (est) but no patient involvement associated with the event.